Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she put in her carbs and the pump said she needed to take 9 units. The customer wanted to make sure that she was not giving herself too much insulin. The customer had symptoms such as tiredness. The customer will call back to troubleshoot.